Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
Information received by medtronic indicated that a patient had blood in et tube during a cryoablation procedure. The cryoablation procedure was completed. The patient was hospitalized for seven days post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.